Manufacturer narrative:
Additional information: g3, h3, h6 based on the information provided ¿ which may include the returned device (if available), photographs, videos, event description, and any additional field input ¿ arthrex has determined the most likely cause. The most likely cause is user-related mechanical overstress applied to the drill during use or handling, misaligned insertion, side-loading/levering, and excessive force.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 09/19/2025, it was reported by a sales representative via (B)(4) that an ar-3600d disposables kit drill was bent. This was discovered during the case. Another device was used to complete the case with no patient harm.